Event description:
A nurse reports the vitrectomy probe tip broke in the eye, but did not separate from the shaft. There was a 4-5 minute delay in the case, but there was no pt injury/impact associated with this event. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress.